Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient experienced pain, difficulty walking and object "poking through the skin." Radiograph revealed loosening of the locking bar. Patient underwent a revision procedure approximately one month post-implantation. The locking bar was removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femur item # unknown lot # unknown, patella item # unknown lot # unknown, bone cement item # unknown lot # unknown, vanguard bearing item # unknown lot # unknown. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned locking bar showed wear (nicks and scratches). Further analysis of the product revealed the mating features of the locking bar state that the line drawing of the nominal medial lug contact area (the area where the locking bar engages the lug) is superimposed onto the locking bar photo & shows the contact marks appear to stop short of the locking bar clasp¿s fully engaged position. No artifacts reach to the corner relief feature, suggesting contact between the locking bar & the tibial tray¿s medial locking lug was less than enough linear travel to fully engage the locking bar clasp onto the medial tray lug. The locking bar¿s inferior surface shows contact artifacts, their location & appearance suggests they could have been from contacting the superior tibial tray. The locking bar¿s medial end has contact deformations consistent with the lateral forces of a locking bar insertion tool during insertion. The clasp¿s leading edge & interior surfaces show the clasp does not have visible signs of contact from the tray¿s medial lug, and the clasp¿s surface finish is consistent with the glass bead blast finishing process used in manufacturing without any visual evidence of lug contact marks. DHR was reviewed and no discrepancies relevant to the reported event were found. Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. However, it cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion and a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total knee arthroplasty under regional anesthesia for severe tricompartmental osteoarthritis. When the final prosthesis was inserted, an audible click confirmed locking of the tray and insert. There were no perioperative complications. Attempts have been made and additional information on the reported event is unavailable.